Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('I had her at 25 weeks.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("e-baby") and experienced premature delivery (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and premature delivery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: plaintiff reported that her e-baby is still in hospital but doing great with no problems. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('I had her at 25 weeks.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("e-baby") and experienced premature delivery (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and premature delivery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: plaintiff reported that her e-baby is still in hospital but doing great with no problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.